Event description:
It was reported that the patient presented in hospital for a pre-discharge check when post paced t wave oversensing was observed. The patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
(B)(4).